Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head was out of specification on its uplink amplitude test and its upper case was cracked as well as the magnet being broken. The upper case, cable, label and magnet were replaced. Concomitant product: product ID 2090w programmer. (B)(4).